Event description:
It was reported to nova biomedical that a consumer received an unk higher result than how she was feeling and the consumer did not believe the result to be accurate. According to the consumer she treated herself and reported she experienced a hypoglycemic event which did not require any medical intervention. The meter and test strips in question will not be returned for eval until the consumer returned home from being out of town and speaks again to the customer svc rep for further troubleshooting.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.